Event description:
New information received notes that presented for in-clinic follow up clinic with no complaints. A device check was performed and there were no new alerts for non-sustained right ventricular over-sensing since the last remote transmission dated 11 jul 2020. Programming interventions were made. The patient will continue to be followed remotely and in-clinic according to device clinic protocol.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin. Net with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Programming interventions were discussed; however, no changes have been made. There were no patient symptoms reported.